Event description:
It was reported when using the pyxis medstation es system, drawer was broken. The customer stated that a delay would occur if the drawer failed to open during the dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the bearing cage has detached from the right rail. The field service engineer extracted the drawer, replaced the defective rail, and cleared the debris located beneath the drawer. The system functioned as intended after the field service engineer troubleshot the device.